Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. It was reported by the account that resistance was met when retracting the balloon into the guiding catheter; therefore, excessive force was used causing the balloon to separate. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instruction for use (IFU) states: maintaining a vacuum in the balloon, withdraw the catheter. Note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case, instead of using gentle counterclockwise twisting motion to remove the device, force was applied which likely contributed to the reported separation. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device, surgical intervention, delay to treatment/therapy, foreign body in patient and hospitalization appear to be related to operational context. The reported separation appears to be related to use error/operational context as it is likely that the instructions for use (IFU) violation of applying excessive force likely did contribute to the reported separation. A conclusive cause for the reported patient effect of hematoma, hemorrhage/blood loss/bleeding, pain and the relationship to the device, if any, cannot be determined. The reported patient effects of pain, hematoma and hemorrhage/blood loss/bleeding are listed in the percutaneous transluminal angioplasty (pta) catheter, armada 35 / armada 35 ll, global IFU as known patient effects. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that on (B)(6) 2025, a procedure was performed to treat a previously 10-year-old unspecified stent in the subclavian area that was re-stenosed. The 8.0x60mm armada 35 balloon ruptured during the procedure and the balloon was retracted into the sheath. Resistance was met when retracting the balloon into the 6fr sheath; therefore, excessive force was used causing the balloon to separate. A portion of the balloon was left in the patient. It was noted that the patient was bleeding, manual compression was held for an hour and a hematoma developed; however, the femoral artery was closed up. The following day, CT was performed as the patient was experiencing leg pain in the right leg; however, conclusion was a filling defect. The following week another CT scan was performed with the conclusion as still filling defect with a large hematoma with the patient still experiencing leg pain. The patient was referred to a different physician to treat the hematoma. A CT scan revealed the hematoma was still present; however, a portion of a device was observed. Forward two weeks later a CT scan noted the hematoma was gone; however, a piece of a balloon was noted. On (B)(6) 2025, a cut down was performed and a piece of the balloon was inside and outside the femoral artery. Forceps were used to remove the separated portion without issue. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.